Manufacturer narrative:
Batch review performed on 28 may 2025. Lot 2108219: (B)(4) items manufactured and released on 27-oct-2021. Expiration date: 2026-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional items involved in the complaint, batch review performed on 28 may 2025. Ball heads: mectacer 01.29.234h mectacer head biolox option 12/14 ø 44 (k131518) lot. 2433586 lot 2433586: (B)(4) items manufactured and released on 16-dec-2024. Expiration date: 2029-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Cup: mpact 3d metal monocer 01.42.054mcc acetabular shell ø54/44 lot. 2422834 (item not registered in us) lot 2422834: (B)(4) items manufactured and released on 05-nov-2024. Expiration date: 2029-09-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery performed at about 2 months after the primay following infection.